Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "blower temperature high" (diagnostic code 1122), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed the diagnostic code in the significant log. The customer stated they would try to duplicate the reported issue and noticed the air inlet filter was dirty and had dust. The remote service engineer (rse) also provided the customer with the part number of the blower assembly and motor controller (mc) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the customer replaced the air filter, ran tests, and confirmed the reported issue was resolved. The customer replaced the air filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.